Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that one month after the dental implant was installed in intraoral regional #13 it was verified its non osseointegration. The 25 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii).